Event description:
Procedure: laparo/choleystectomy. Reportedly, during surgery part of the device came in contact with the liver causing a burn when the device was activated by the surgeon. The device failed and another one was used to complete the surgery successfully. Nothing fell into the patient cavity.